Event description:
It was reported that the patient had a small bowel resection procedure was completed in 2009. Everything appeared fine and they closed the patient. The patient presented with leaks and re-op was performed in the same month. They discovered a leak/tear at the corner of the anastomosis. They did a new resection. The patient was discharged. The device was discharged.

Manufacturer narrative:
Date sent: 06/24/2009. Information not available, device not returned for analysis.